Event description:
The reporter stated that she did back to back testing, one after the other, using different fingersticks and strips. Her results were 53, 62, 35 and 72 mg/dl. She stated that she felt shaky, weak, dizzy and drowsy. A control test was not done due to lack of supplies. On follow up, the reporter did not mention any symptoms. She did not have control solution to do testing. The lifescan rep and the reporter discussed qc procedures, meter/lab and back to back testing, diet and diabetes in general.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8